Event description:
A (B) (6) male pt's spouse called into zoll lifecor customer support to report that the pt's belt had bent pins. She reported that they were connecting the belt to the monitor and found the pins were bent and would not allow connection to the monitor. The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.